Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected to the homechoice prior to priming and then disconnected and tried to reprime the same set up . Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient connected to the set up before priming the patient line. When they realized their mistake, the patient disconnected from the set up and improperly primed the line using the same set up. The technical service representative reviewed proper procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.